Event description:
It was reported that pump malfunction occurred and customer stated that malfunction message was received, but no further event details or blood glucose information were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacement arrangements were documented, and no additional information was received regarding the outcome of the event.